Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was not cooling. The device was insufficiently filled. The mixing pump did not work at 100 percentage and received an error 113 (reduced water temperature control). Per follow up information received via email on (B)(6) 2023, they got information that instrument was not cooling sufficiently. Patient was not involved. Mixing pump did not work properly and was replaced.

Event description:
It was reported that the arctic sun device was not cooling. The device was insufficiently filled. The mixing pump did not work at 100 percentage and received an error 113 (reduced water temperature control). Per follow up information received via email on 19-jan-2023, they got information that instrument was not cooling sufficiently. Patient was not involved. Mixing pump did not work properly and was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.